Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000060615.

Event description:
It was reported that, following a fall, the patient lost therapy. It was found that the lead migrated. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that the second lead had high impedance on 6 contacts. In turn, surgery took place wherein the leads were explanted and replaced to address the issue.